Event description:
Removal of dental implant. The clinician reported the ball abutment broke and the screw was unable to be removed.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. Damage to the crest module and threads was identified attributable to removal. There was no ball abutment returned with the implant. The part returned was within specification.